Manufacturer narrative:
Concomitant medical products: product ID 694965, lead; implanted: (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial pacing lead had triggered multiple alerts for low impedance. The right ventricular (rv) lead had also triggered an alert for high impedance on the superior vena cava (svc) coil. Both leads remain in use. No patient complications have been reported as a result of this event.